Manufacturer narrative:
Product ID 977a260, serial# (b)(4. Product type lead; product ID 977a260, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient weight was unknown. There was no real reason why the issue was occurring. Rep just programmed around the high impedance electrodes as much as they could. The provided information was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and rep. It was reported the settings not available message was still being seen and the patient hadn't followed up about it due to covid-19. A rep was reached out to and they got the patient on their schedule. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the controller was acting up again. Patient stated he was seeing "settings not available" on his controller which started 2-3 weeks ago and he had seen this 2-3 times before. Patient reported that each time his rep helped him resolve the issue. Patient stated the first time was about 6-8 months ago, the second time was 2-3 months after that and the third was 2-3 months after that. Patient stated he called his rep today but she was not available. Patient stated he tried the troubleshooting steps however they were not resolving the issue. Patient redirected to hcp. Additional information was received. The patient reported they met with the rep trying to turn up intensity on controller and receiving "cannot provide desired settings" patient stated that 2 hours after his appointment the issue started happening again. Patient left a message with their rep yesterday and today however have not heard back. No symptoms reported. Pss told patient, options could be to switch programs and try turning stimulation down to 0 and then back up; patient stated he has tried both troubleshooting attempts. Pss was starting to ask the patient event info and the patient stated that his rep was calling so he ended the call. Additional information was received from the rep and it was reported that there were impedance issues. Rep met with the patient on wednesday. The rep programmed around them but patient called back 2 hours later stating issue was recurring. The patient was currently with the patient and additional electrodes were showing oor. The rep checked connectivity and showed all but 2 electrodes were connected. Rep stated all impedance issues were on the right lead and the left lead was fine but pain was bilaterally. Rep reported that on wednesday, contacts 8, 11, 12, and 15 were oor but they did not check different reference electrodes. When impedances were first checked today, contacts 8, 11, 12 and 15 were over 40k so rep programmed around them and thought everything was fine but when they used controller, they had issues again. Rep checked impedances again which showed 9, 11, 12 and 15 were all over 40k ohms so 8 and 9 appeared to be going in and out of range but 11, 12 and 15 were consistently out of range. Tss had rep verify over 40k ohm values by checking different references electrodes. Rep stated they seemed to be able to get coverage on right side by using other in range contacts. No further complications were reported/anticipated.